Manufacturer narrative:
The suspect device has not been returned to olympus for further evaluation and testing. The customer provided their cleaning, disinfection, and sterilization process. The scopes are pre-cleaned by rinsing with 200ml cleaning solution and wiping with lint-free cloth soaked in cleaning solution (intercept plus). The minimum effective concentration is checked once a year or in case of repair and abnormalities or change of chemistry. The scopes are checked for leaks before manual cleaning using the olympus leakage tester. The scope channels are brushed during manual cleaning using a disposable brush (fendo, keysurgical, olympus). The full automatic cleaning and disinfection machine (rdg-e) used to reprocess the scopes is medivators advantage plus pass-thru (non-olympus). The last maintenance for the rdg-e was performed on 13jun2022. No problems were identified with the rdg-e. The disinfectant solution used is rapicide a/ b (peracetic acid). The minimum effective concentration is checked in the machine during each disinfection cycle (machine malfunctions if not enough disinfectant is added) during maintenance and validation. The entire reprocessing staff is trained in the proper reprocessing of scopes. The scopes are stored in the endoscope cabinet (cantel medical), hanging in the anesthesia/intensive care after drying, lying in the drying cabinet in the endoscopy until reused. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. The biopsy channel tested positive for greater than 200 colony forming units (cfu) of klebsiella oxytoca. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please also see update to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported events could not be confirmed because the subject device was not returned, an evaluation could not be preformed and the device could not be microbiologically tested by olympus. Based on the results of the investigation a root cause could not bee conclusively identified. For event 1: inappropriate reprocessing: it is likely that how to reprocess md-493 (suction valve), instructed in instructions for use (IFU) of lf-series model device, was not familiarized enough at the user facility. For event 2: positive in culture test: the possibility of insufficient reprocessing on lf-gp: (B)(6)/ lf-tp: (B)(6) can not be denied due to final rinsing water of automatic endoscopic reprocessor (aer). Although IFU of aer (rdg-e), used at the user facility, instructs to replace water filters every 6 months, the previous maintenance of the aer was performed on jun 13, 2022 about one year ago. The legal manufacture also confirmed insufficient detergent solutions to immerse devices at precleaning steps where the IFU recommendation is 500ml the user facility uses 200ml. Culture tests for the aer and single use md-483 valves were not provided. The following IFU instructs reprocessing steps of md-493: lf-gp/lf-tp: reprocessing manual 3.9 cleaning, disinfection and sterilization procedures for reusable parts and cleaning equipment. IFU of lf-series model device warns on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. IFU of medivator advantage plus pass-thru instructs frequency of replacing water filters as follows: 10.4 bi-annual maintenance, replace the water filters. "Complete the following steps every six months to help ensure the optimal performance of the automated endoscope reprocessor. " olympus will continue to monitor field performance for this device.